Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed loss of capture of the left ventricular lead due to dislodgement. The lead was turned off. Noise was also noted on the right atrial lead. No intervention was performed on the atrial lead. The patient remained asymptomatic throughout the event.